Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: a review of the device labeling was completed. Uveitis/iritis and severe intraocular inflammation are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. It should be noted multiple cases of similar clinical presentation were reported from the same facility under the same surgeon. Given the delayed presentation of inflammation, an exact cause could not be determined as the issue resolved and the lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into a left eye (os) on (B)(6)2024. Concomitant products used intraoperatively include the msi injector delivery system. Tass was diagnosed. Diagnostics were performed with unspecified "particle like precipitation" observed on the surface of the icl. Symptoms and signs of inflammation were noted on (B)(6)2024 and the patient was treated with steroid ophthalmic drops. On (B)(6)2024, symptoms improved after medication treatment but the patient was still under follow-up. Patient condition was reported as: bcva & ucva 20/20 and iop 16mmhg. The lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).